Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using the vasoview hemopro 2, the harvester noticed a short white wiry string in the tunnel. The harvester suggested it came from the vasoview hemopro 2 jaws. The pa removed the foreign body from the leg, using the device's jaws to pull it out. Upon physical exam of the piece, it appeared to be a shaving of plastic. The source is unk but thought to be a result of the evh equipment. The procedure was completed and no pt effects were reported.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for eval. We are following up w/the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no noncoformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).